Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 241 mg/dl following a typical lunch consisting of a banana and a protein bar, with glucose rising after the meal despite a site change and no identified issues with supplies or new medications; the medical device problem and device component were indeterminate due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to determine a device-related problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.